Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had trouble recharging. The patient felt that the ins had not been holding a charge, and he was not able to turn on therapy. The patient went through an airport recently. He did avoid security screening devices, but felt that this could be the reason he had issues because the issues had been going on since the airport. The patient used the patient programmer to synchronize with the ins and he saw the warning screen indicating that the ins charge level was low and that therapy had stopped. The patient needed to recharge the ins. The patient began a recharging session and saw the normal recharging screen with the ins battery flashing one quarter full, but the patient stated that it never really registers anything. The patient had six coupling boxes shaded. The patient was to continue recharging the ins until full and would contact patient services back if he needed further assistance with recharging. The issues occurred during use and began in (B)(6) of 2016 a couple weeks prior to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.